Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose is 569 mg/dl. Customer treated with a manual injection. Caller stated that the alarm occurred previously and the alarm occurred during basal. Caller stated that the no delivery is not recurring. Caller stated that the issue has been resolved as the customer changed the infusion set. Caller was advised that the pump was working as designed. Caller was advised to have the customer do a complete set change as soon as possible.